Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: black box shows rebooting following a replace battery alarm. No damage found to battery compartment. Battery cap able to attach securely to pump. Pump exercised 24 hours with no power issues occurring. Pump opened and no damage found to power circuit. Difficulty removing battery cap duplicated. A test cap was able to attach securely and was removed without difficulty. Correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had no power, there was damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.